Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular impedance had risen sharply from a year ago. The bipolar impedance rose from 666 ohms to 1448 ohms, and the unipolar impedance was1353 ohms. Capture thresholds had also increased and were greater than 5 v.